Event description:
It was reported that a user of the ilet paused and disconnected the pump to exercise, then reconnected and unpaused, and sought guidance on whether to continue exercising; the agent provided education that the user could either remain connected to allow automated correction or disconnect and pause during exercise, and the user chose to pause again and proceed with exercise while reporting a blood glucose of 200 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no interruption to therapy beyond user-directed pausing for exercise. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed normal device performance with use consistent with instructions for exercise management and no device malfunction. It was concluded that the event was related to user-directed therapy management during exercise without a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.